Event description:
The facility reported a pump in which the stop button is difficult to use. This problem was identified during patient use. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.